Manufacturer narrative:
Pc-000029349. Date sent: 10/11/2017. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested but unavailable: why does the surgeon believe the portal vein thrombosis was related to the use of the enseal device? What was the proximate distance from the portal vein to where the device was used?

Event description:
It was reported via journal article: transumbilical single-incision laparoscopic sleeve gastrectomy. Authors: jose ignacio fernandez fernandez, carlos o. Farias, cristian l. Ovalle, carolina s. Cabrera, jaime c. De la maza. Citation: obesity surgery 2015;25:430-435. Doi 10.1007/s11695-014-1414-8. The aim of this paper is to present the authors¿ single-incision laparoscopic sleeve gastrectomy (silsg) technique and surgical outcomes and demonstrate that silsg is a safe and feasible procedure using conventional laparoscopic instruments. The data of all patients who underwent silsg from december 2012 to march 2013 were obtained from the authors¿ bariatric surgery prospective electronic database. The inclusion criteria were: body mass index <50kg/m2, a xiphoumbilical distance <25cm, and the absence of large abdominal scars or other elements that compromise the cosmetic benefit of the procedure. For the surgical technique, an enseal device was used for dissection. The dissection is extended until complete exposure of the left crus is achieved. Tubular gastrectomy is achieved with a gastrointestinal stapler (echelon flex). A green cartridge is used for the antrum and blue cartridges are used in the direction of the angle of his until the gastrectomy is completed. A total of 74 patients underwent silsg; 72 were women and 2 were men. Their mean age and body mass index were 34.2+/-9.2 years and 34.0+/-3.2kg/m2 respectively. One patient developed an intrahepatic portal vein thrombosis in segment vi. The patient was treated with enoxaparin until the abdominal pain resolved; after which oral feeding and anticoagulant therapy with warfarin were commenced. The patient was discharged after 5 days and continued warfarin for 6 months. Thrombophilia study showed negative results and CT scan at 6 months showed no evidence of portal vein thrombosis. In the authors¿ opinion, the cause of portal vein thrombosis after sleeve gastrectomy is multifactorial and describes one factor as radiation of heat from the instruments that are used to dissect the greater curvature of the stomach probably causes some endothelial injury along the entire gastroepiploic arch.